Event description:
Philips received a complaint by the customer on the v60 indicating that the backlight was not working properly. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the backlight was not working properly. The customer requested the part number of the backlight inverter printed circuit board assembly (pcba) from the remote service engineer (rse). The rse then provided the customer with the part number of the backlight inverter pcba. This investigation is ongoing.